Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that while opening instruments to set up for this case, it was discovered that the black coating on the inserts inside the attune patella prep tray that hold the resection guide shim was peeling off and bare metal was exposed. The tray was removed from the room and a backup patella tray was opened and used." The product was not returned to medtech orthopaedics , however photos were provided for review. The photo investigation revealed that [254501714 attune patella prep gen 2] has peeling coating. The observed condition of the device was consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the [attune patella prep gen 2 ] would contribute to the complained device issue. Based on the investigation findings, end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while opening instruments to set up for this case, it was discovered that the black coating on the inserts inside the attune patella prep tray that hold the resection guide shim was peeling off and bare metal was exposed. The tray was removed from the room and a backup patella tray was opened and used. There was no impact to the patient and no delay to the case.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.